Event description:
It was reported that a revision surgery was required due to loosening.

Manufacturer narrative:
For investigation a primary femoral component and tibial insert was received along with x-rays, surgeon letters and allergological analysis. According to the received information the revision surgery was performed due to loosening of the femoral component, osteonecrosis on the left condyle and pain. Based on the received information no evidence for any pathological problem was found on smear tests performed during revision surgery. Allergolocial analysis did not show any intolerance against metallic components of the prosthesis. No signs of increased load and/or third body wear were detectable on the articulation surface of the tibial insert. In the edge area four small fragments of the ti-plasma coating have been chipped off. No irregularities concerning composition of coating and substrate are detectable. Based on the received information root cause and point in time when the damage occurred remains unclear. Sparse bone on growth is detectable on the ti-plasma coated surface of the femoral component. Based on the facts that bone on growth is distributed over the whole coated surface, including the fracture surfaces of the defects on the coating and no increased abrasion of the inert is detectable, it is highly likely that the chipping of the coating is not the root cause for the reported loosening. Thus the root cause of the chipping coating remains unclear. Base on the received information the root cause of the reported osteonecrosis and loosening of the femoral component remains unclear.